Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 540 mg/dl at the time of the incident. The customer was at 214 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer experienced symptoms such as nausea, vomiting, abdominal pain, and difficulty breathing. The customer was wearing the insulin pump during the incident. The customer stated they allege pump was under delivering as they tried to manual primes but no insulin came out of the tubing, and no occlusion alarms were received. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.